Event description:
Additional information was received indicating that the patient was tested with 1.1 joules (j) and 41j commanded shocks and the shocking lead impedance measurements obtained were within the normal range. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The shock impedance measurements were noted to have been gradually increasing. Boston scientific technical services (ts) provided troubleshooting options. Additional information was received indicating that the patient has been scheduled for an in-clinic evaluation and no intervention has yet been taken at this time. The system remains in service. No adverse patient effects were reported.